Event description:
It was reported via repair work order that the footend lift was stuck elevated position due to a damaged power coil cable. It was further reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.